Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse trends. Root cause: insufficient information. Source: email.

Event description:
Customer reporting 15 false negative sars results. Customer states the results were confirmed positive but did not provide information on confirmation method. Customer was not willing to provide any further information, or troubleshoot. Report 14 of 15.